Event description:
Telemetry could not be established with this implantable cardioverter defibrillator (ICD) after 80 months of implant time. The deivce was replaced without adverse effects to the pt.